Event description:
This is the same event and same patient reported under MDR ID# 2939859-2003-00002. This is the second MDR submitted for the second suspect product. Patient developed symptoms of hypersensitivity after collagen treatment. Subsequent follow up reveals that patient has been treated with intralesional steroid injection, incision and drainage, cutivate cream, elidel, and mederma.